Manufacturer narrative:
(B)(4). The laser machine was examined and tested at the customer location by an abbott field service specialist (fss). The fss performed a system checkout and z-calibrations. The z baseline offset was recalibrated as the offset was -32 with a tilt of 4um. The test gels gave consistent flap thickness. Energy reading were within specifications. All pertinent information available to abbott medical optics has been submitted.

Event description:
A laser vision correction patient experienced a thin flap during a laser treatment on the right eye. The surgery center was unable to lift the flap as a result of the thin flap. A description from the surgery center indicated they set the inlay pocket depth at 250 microns and the laser cut the pocket depth of 200 microns. The karma inlay procedure was aborted due to the shallow pocket resulting in pocket intersecting with a previous lasik flap procedure. Pre op bcva 20/20, po bcva 20/40.

Manufacturer narrative:
A record review was performed. A product deficiency review was performed and there is no product deficiency identified. A document, service history, and trending was reviewed. There is not a recognizable adverse trend. The risks and mitigations associated with the complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. A labeling review was conducted; the operator manual for the system was reviewed and found to include adequate instructions for use, warnings and operational errors. All pertinent information available to abbott medical optics has been submitted.